Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per boston scientific this rv lead was capped due to oversensing and low pacing impedances, less than 200 ohms. Subclavian crush was observed.